Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm edwards surgical valve, implanted in the mitral position, underwent a valve-in-valve procedure after an unknown implant duration due to stenosis. The patient presented with shortness of breath. The procedure was performed with a 29mm 9600tfx transcatheter valve and the patient was stable post procedure.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained on FDA report follow-up no. 1, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with a 29mm edwards surgical valve, implanted in the mitral position, underwent a valve-in-valve procedure after an implant duration of 16 years, 2 months due to stenosis. The patient presented with symptoms of acute on chronic diastolic heart failure with worsening exertional dyspnea. The procedure was performed with a 29mm 9600tfx transcatheter valve and the patient was stable post procedure. The patient was discharged on pod #1 in stable condition.

Manufacturer narrative:
H10: additional manufacturer narrative: h10: corrected data: corrected section h6 (health effect - clinical code).